Manufacturer narrative:
The next day, the patient returned for a planned staged procedure. The target lesion (tl) was the proximal circumflex/native coronary artery. The tl was reported to be: de novo, 2.25 mm reference diameter, 12 mm length, an 80% stenosis, and type a. The lesion was not pre-dilated. A cypher 2.25 x 13 mm stent was implanted at 16 atm via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the staged procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The product is not available for evaluation and testing. The report received from the (B)(4) study indicated that this (B)(6) female patient had restenosis approximately fourteen months post implantation of a cypher stent in the rca. The patient's medical history consists of angina, previous pci in the rca, family history of coronary artery disease, hyperlipidemia, hypertension, cva / stroke, diabetes mellitus type I (treated with insulin), dialysis-dependent renal insufficiency, and mitral regurgitation. The patient was enrolled in the study and had a cypher 2.75 x 18 mm stent implanted in an 80% stenosed lesion in the mid lad during the study index procedure. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. Post-procedure, the patient's cardiac enzymes were elevated and the patient was reported to have experienced a non-q-wave myocardial infarction (mi). Therefore, a coronary angiogram performed the following day revealed luminal irregularities in the proximal lad, widely patent stent in the mid lad, no evidence of stent thrombosis and timi 3 flow. The circumflex artery was small in diameter, diffusely diseased, with an 80% focal stenosis in the proximal to mid portion. The lesion was not stented the day of the index procedure because of its small caliber. However, at this time a staged procedure was conducted with placement of one cypher 2.25 x 13 mm stent implanted in the proximal circumflex via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the staged procedure on dual antiplatelet therapy. Additional information received indicated the patient had a re-pci done on a previously implanted cypher (non-study) stent implanted in the rca due to in-stent-restenosis (isr). The lesion was treated by ptca. The product catalog/lot numbers for the rca cypher stent were not available. No additional information was provided. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes and aggressive cad) that may have contributed to this patient's restenotic event. Based on the available information, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of two products used for the same patient. Please reference MFR report #3003742446-2010-00054 and #3003742446-2011-00118. Please note that this is the initial/final report for this product.

Event description:
The report received from the (B)(4)study indicated that the patient was enrolled in the study and had a cypher 2.75 x 18 mm stent implanted in lesion in a saphenous vein graft (svg) to the mid left anterior descending (lad) target lesion (tl) during the study index procedure. The patient was found to have one vessel disease and had one lesion treated during the index procedure. The patient's left ventricular ejection fraction was normal/greater than fifty percent (lvef>50%). Post-procedure, the patient's cardiac enzymes were elevated and the patient was reported to have experienced a non-q-wave myocardial infarction (mi). The event severity was reported to be mild/none. The event was not related to the study device/procedure or the study drug. Treatment for the event was percutaneous transluminal coronary intervention (ptca). The event was resolved without sequelae. The patient was discharged two days after the procedure. The tl was reported to be: de novo, 2.75 mm reference diameter, 15 mm length, an 80% stenosis, and type a. The lesion was not pre-dilated. A cypher 2.75 x 18 mm stent was implanted at 16 atm via direct stenting. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Additional information received indicated the patient had a re-pci done on a previously implanted cypher stent due to in-stent-restenosis (isr). The lesion was treated by ptca.